Event description:
Was in so much pain [arthralgia]. Very little results/did not work [device ineffective]. Case description: spontaneous report received on (B)(6) 2010 from a male patient, initials (B)(6), whose relevant medical history included 1 previous course of synvisc injections which worked "very well." The patient decided to switch to synvisc-one for his most recent course of treatment and had "very little results." He had to have a cortisone injection because it was over (B)(6) and he was away from home and was in "so much pain." The patient could not understand why the synvisc-one injection did not work for him, while the 3 injection series of synvisc injections worked so well for him previously. No further information was provided. As of the date of receipt of this report, the patient outcome was not yet recovered. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirements to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.